Event description:
Ivt(intra venous therapy) performed central line rounds. Pt's PICC(peripherally inserted central catheter) needed flushed; leaking was noted under the dressing and air in line when aspirating for blood. When the dressing was removed, fluid was coming out of the hub of the PICC when flushing. Chru (clinical hiv research unit) dr notified who ordered removal of the PICC. Ivt removed PICC per order. There was also creation of a pressure wound in the arm due to the hubbing of the PICC into the insertion site. Any additional known product details: break in line where catheter meets hub.